Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer. (B)(4).

Event description:
The customer reported that the map pressure was drifting while on a patient. The patient was removed from the unit and placed on another oscillator, no patient harm.